Event description:
Patient reported often experiencing elevated blood glucose levels of 300-400 mg/dl for 3 weeks. Patient's normal blood glucose level was not provided. Patient reported taking correction via the infusion device after accessories were changed and another lot of insulin without success. Patient thinks the infusion device delivers too low amount of insulin. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meets the specifications. Consumables: n/a . The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.